Event description:
The nurse (rn) noted that the intravenous (IV) catheter was difficult to flush. The rn observed that the metal end of the safety device had been retained within the IV catheter, itself. The IV catheter was discontinued. There was no harm to the patient.